Event description:
It was reported that after the placement procedure during a follow up magnetic resonance imaging (MRI), it was noted that the patient had some infiltration of the hydrogel in the rectal wall and in the muscularis getting close to the lumen, the patient's stereotactic body radiation therapy (sbrt) has been delayed due to this event. The patient was reported as asymptomatic and with normal bowel movements.

Manufacturer narrative:
Blockd4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Blockh6: device code a1502 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that after the placement procedure during a follow up magnetic resonance imaging (MRI), it was noted that the patient had some infiltration of the hydrogel in the rectal wall and in the muscularis getting close to the lumen, the patient's stereotactic body radiation therapy (sbrt) has been delayed due to this event. The patient was reported as asymptomatic and with normal bowel movements. Additional information received on september 05, 2024 it was further reported that the patient decided to wait without androgen deprivation therapy (adt), the hydrogel is expected to fully dissolve before started treatment. The patient remains asymptomatic.

Manufacturer narrative:
Additional information: block b5 has been updated with the additional information. Blockd4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Blockh6: device code a1502 captures the reportable event of gel misplacement non-vascular.